Event description:
Source: (B)(6). I called johnson and johnson to request the full ingredients list for their acuvue oasysis with astigmatism contact lenses. Multiple times they told me they could not provide me with a list of ingredients. I have been recently diagnosed with severe allergies that may be in some contacts. These ingredients go by many different names and with how severe my reaction is, I cannot trust someone who is not a medical professional to tell me yes or no to this answer. After explaining all this to multiple people at this company they continued to tell me no they cannot provide me with this list.